Event description:
It was reported that the patient's atrial lead was damaged during surgical procedure. The lead was then capped and replaced. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5145415.